Manufacturer narrative:
Temperature issue identified; ac service requested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to switch on due to high room temperature on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.